Event description:
Event was reported to caldera medical by an attorney. The patient has suffered vaginal pain, dyspareunia, sores, bowel problems, constipation, recurrent prolapsed, and additional surgery needed. No further information has been provided.